Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s ilet repeatedly generated alert 32, indicating a delivery motor communication error that prompted multiple restart requests, after which the user transitioned to backup therapy without impact to blood glucose and a replacement device was arranged. Symptoms included no adverse clinical effects. Outcomes included no injury, no medical intervention, and continued glycemic management on backup therapy. Investigation included customer support troubleshooting, education on backup use, data sync instructions, and initiation of device replacement with return logistics. Investigation of the returned device revealed a malfunction consistent with a motor processor communication fault in the delivery motor subsystem that was not resolved through restarts.